Event description:
Pt had history of sigmoid diverticulitis, underwent colon resection. Md used ethicon curved intraluminal stapler. After device used, surgeon found a hole at staple line. More bowel was resected and new anastomosis was made.